Event description:
It was reported a spectrum pump was not infusing. The patient was receiving a 10% dextrose in water (d10) infusion; however, the patient¿s blood sugar levels were decreasing. The pump was not infusing the d10 despite indicating the solution was being infused. Only 120 ml was infused; while the pump displayed 1000 ml was infused. The d10 was up titrated to 200 ml/hour and additional 50% dextrose in water (d50) amps were given because the patient was still hypoglycemic. Despite changing the rates, the pump was not infusing. As a result, the patient required frequent doses of d50 injections and had a blood sugar that went as low as 17mg/dl. The pump was swapped. The patient was then able to maintain blood sugars with the appropriate d10 infusion, and the infusion was able to be titrated down accordingly. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6: type of investigation correction h6: investigation findings correction h6: investigation conclusions additional information/correction h11: the device was received for evaluation. During functional testing, the device was tested for flow rate accuracy and passed with an error percentage of(B)(4). The test was repeated and the device delivered over 5% specification at -5.706% however this does not align with the customer reported issue of not infusing. A review of the event history log for the reported event date shows that an upstream occlusion alarm occurred at timestamp 12:37. Then 10 minutes later the upstream occlusion was cleared and the pump ran with a rate of 110ml/hr. At timestamp 13:01, the review key was pressed and then the user increased the rate to 125 ml/hr. The pump ran until timestamp 15:58, when the user stopped the pump, pressed the review key and updated the rate to 200ml/hr. The pump then ran to completion. The event history log cannot determine if the user properly assessed the line after the upstream occlusion. Based on the results of the sample analysis, the reported problem was not due to device malfunction however, it cannot be definitively confirmed if use error caused or contributed to the event. This reported problem is potentially within scope of fa 2021-056: spectrum iq (v9) and v8 - device safety signal for non-delivery and undetected upstream occlusion. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive cause of the reported issued could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, was not infusing even though it said it was reproduced. Evaluation sent device for flow rate accuracy testing at the rates of 110ml/hr with a vtbi of 110 with the result of 107.640, and the error percentage of -2.14545%, and at the rate of 200ml/hr with a vtbi of 200 with the result of 188.588 and the error percentage of -5.706%. Evaluation determined that the device exceeded the maximum error percentage of 5%, verifying the flow rate accuracy issue. Evaluation also sent the device for upstream occlusion testing with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel. The pressure plate travel requires adjustment to address this issue. However, seeing as the flow rate inaccuracy was minor and the user titrated the infusion up with no effect, use error (such as partially opened clamps leading to a partial upstream occlusion) are still not excluded. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b7, h10. Should additional relevant information become available, a supplemental report will be submitted.